Event description:
It was reported that the customer went to the emergency room and was hospitalized in the intensive care unit with a blood glucose (bg) level of 380mg/dl and high ketones that were identified as dangerous by healthcare provider. Levels. The customer attempted to bolus via the pump, but additionally received intravenous fluids of saline and insulin. The customer was released on (B)(6) 2025. System check with tandem technical support confirmed the pump was functioning as intended.